Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the sponge was missing from the minicap. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The inspection of the photograph showed a minicap that was missing the foam sponge. The cause of the missing sponge was determined to be a manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted.